Event description:
It was initially reported that a pump alarm was heard, but the pump telemetry did not confirm it. It was stated that the patient was "having a catheter revision today due to inflammatory mass (im)". Patient had complained about hearing an alarm and believed it was the pump alarming. Logs showed no alarm and had information since 4/11. Drug delivered via the device was morphine 20mg/ml at a daily dose of 5mg. It was later reported that there was "no evidence that the pump had ever actually alarmed". The managing physician also had not heard the alarm. Patient complained of more pain. The granuloma was found on CT scan. Symptoms related to im were not known to the reporter. It was further added that the scheduled revision was not done due to "infection". A follow-up report will be sent when additional information becomes available.

Event description:
It was reported that the catheter revision procedure was done on (B)(6), 2012.

Manufacturer narrative:
Catheter: model 8709, serial# (B)(4), implanted: 2003 (B)(6), explanted: unk. Catheter: model 8578, serial# (B)(4), implanted: 2010 (B)(6), explanted: unk.

Manufacturer narrative:
(B)(4).